Event description:
It was reported that the customer received a battery out limit alarm. The up arrow button on the insulin pump was not working when she was setting the time and date. The insulin pump may have been exposed to sweat. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.